Event description:
It was reported that the patient developed arthritis and cystic formations in the ankle joint 3 years following total talus replacement surgery.

Manufacturer narrative:
Upon review with the physician, the implant was not the cause of the failure. The patient experienced unexpected changes with their anatomy in the years following total talus replacement. Over time, the ankle joint became arthritic, and cartilage broke down leading to arthritis and cysts in the tibia, which was further progression of the ankle joint disease following total talus replacement.

Manufacturer narrative:
It was reported that the patient developed arthritis and cystic formations in the ankle joint 3 years following total talus replacement surgery. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that the patient developed arthritis and cystic formations in the ankle joint 3 years following total talus replacement surgery.